Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the moderately calcified, moderately tortuous distal right coronary artery (rca). The lesion was not pre-dilated. The 2.25x12mm taxus liberte drug-eluting stent came off the stent delivery balloon, just at the ostium of the rca, before being expanded to deploy. On the first attempt to retrieve the stent with a small balloon (manufacturer and size unknown), the stent pushed more distal. The second attempt with a 1.5mm balloon (manufacturer unknown) was successfully used to catch the stent. The stent was deployed in the mid rca, a non lesion point. The procedure was completed with another taxus stent and no harm to the patient.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device without the dislodged stent was received in good condition with no damage observed. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The available information is insufficient to determine a potential root cause. The root cause of the stent embolism could not be determined.